Event description:
New information indicated the device was explanted on (B)(6) 2014.

Manufacturer narrative:
Final analysis of the device verified the complaint of backup vvi mode. The backup vvi resulted from bit flips in the bus controller register.

Manufacturer narrative:
.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. Exposure to electromagnetic interference was suspected. A device download was performed successfully, but the device continued to go into backup mode. The patient would be monitored.